Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient was admitted on (B)(6) 2016 from home with complaints of melena. On admission, the patient's inr was 1.6 and hgb 3.4. The patient was admitted for gi bleed work-up. Unfortunately, the patient was unable to be transfused due to his religious beliefs ((B)(6)). The patient's inr was reversed and he was given high dose epogen and IV iron to help correct his hgb of 3.4. On (B)(6) 2016, the patient underwent an egd which showed diffuse non-bleeding hemorrhagic gastritis and no intervention was performed. On (B)(6) 2016, a video capsule endoscopy (vce) showed active bleeding in the small bowel with a possible lesion in the proximal jejunum (avm vs. Diuelefoy lesion). On (B)(6) 2016 the patient was taken for a colonoscopy which showed no active bleeding. On (B)(6) 2016, the patient was taken for a double balloon enteroscopy, but no active bleeding was noted thus no intervention. The patient was discharged home on (B)(6) 2016 with a stable hgb of 7.0. He was sent home on epogen 30,000u mon/wed/fri and octreotide 20mg im injections monthly. The patient was discharged off of warfarin and aspirin until his hgb reached 10. Around (B)(6) 2016, the patient's hgb was 11.2, so the epogen was stopped and warfarin was restarted (with inr goal of 2-3). The patient has remained off of aspirin. His ldh levels have remained wnl while he was off of anticoagulation. The patient continues to receive his monthly octrerotide injections and to date has had no further gi bleed issues.